Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes immediately shot off the hub and onto the floor, which caused the tube to explode. No patient and/or user were impacted. The following information was provided by the initial reporter: "it was reported by the customer that the tubes exploded during a draw and went to pop an sst onto the safety hub and the tube immediately shot off the hub and onto the floor. "

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes immediately shot off the hub and onto the floor, which caused the tube to explode. In addition, back flow occurred which caused leakage into the safety hub. These events occurred with an unspecified amount of tubes. No patient and/or user were impacted. The following information was provided by the initial reporter: "it was reported by the customer that the tubes exploded during a draw and went to pop an sst onto the safety hub and the tube immediately shot off the hub and onto the floor. "

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that while using the bd vacutainer® sst¿ blood collection tubes immediately shot off the hub and onto the floor, which caused the tube to explode. In addition, back flow occurred which caused leakage into the safety hub. These events occurred with an unspecified amount of tubes. No patient and/or user were impacted. The following information was provided by the initial reporter: "it was reported by the customer that the tubes exploded during a draw and went to pop an sst onto the safety hub and the tube immediately shot off the hub and onto the floor. " h.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and hole in product/component was observed. Tube push-off was not observed. Retention sample testing: 20 retain samples were subjected to draw volume testing to investigate tube push off. No tubes experienced tube push. 30 retain samples were subjected to a visual inspection for any damages. 0 of 30 retain samples failed. Finally, 10 retain samples were subjected to brittleness testing. 0 of 10 retain samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for hole in product/component based on the photos provided. This complaint cannot be confirmed for tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes immediately shot off the hub and onto the floor, which caused the tube to explode. In addition, back flow occurred which caused leakage into the safety hub. These events occurred with an unspecified amount of tubes. No patient and/or user were impacted. The following information was provided by the initial reporter: "it was reported by the customer that the tubes exploded during a draw and went to pop an sst onto the safety hub and the tube immediately shot off the hub and onto the floor. "

Manufacturer narrative:
The following fields were updated with additional information: h6. Medical device problem code: a0504 leak/splash (1354).